Event description:
Distributor requested repair of an ambulatory infusion pump due to "constant alarming". No patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be missing the serial number sticker and label. Although evidence of the customer's reported problem regarding "constant alarming" was not identified in the pump event history log, the customer's reported problem was verified upon testing. The pump was shown to alarm immediately after batteries were inserted, and additional inspection revealed it had a damaged microprocessor unit (mpu) board. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the mpu board was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.